Event description:
The user reported an uibc result of less than 12 ug per dl that was questioned by a doctor. When the user repeated the testing, she noted discrepant iron results for this patient. The initial result was 170 ug per dl from an aliquoted plasma specimen, the repeat result from the same day was 168 ug per dl. The user then sent the sample to another lab for testing the same day with a result of 171 ug per dl. The user received another specimen from the same patient on (B) (6) 2009 which generated an iron result of 144 ug per dl on (B) (6) 2009. The user then repeated the original specimen with a result of 70 ug per dl. The user stated the original results did not affect the patient. The patient was not treated due to the released results and has since been discharged. The field service representative determined the cause to be a mis-adjustment and made a slight adjustment to the rinse nozzle volumes. To verify the analyzer operation, he ran precision testing with results within specification.

Manufacturer narrative:
The investigation could not determine a cause as no raw data nor the patient samples were available.